Event description:
During routine testing of the device at the svc ctr, the svc tech reported that the hsat (hematocrit/saturation probe) failed 1/2 inch cuevette. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
(B)(4): eval in progress, but not yet concluded.